Event description:
The device is not pumping properly, it is running slow, found during biomed testing. There have been no incident reports filed since the last baxter service event. No additional info.